Manufacturer narrative:
Since the reporter chose to remain anonymous, inmode cannot obtain any additional clinical information, including photos, to enable clinical assessment of the complaint, nor establish the root cause. It was decided to report this incident based solely on patient's narrative. This report is submitted in compliance with FDA regulations at 21 cfr part 803 and should not be considered to be an admission that any inmode product is defective or caused serious injury.

Event description:
An anonymous patient report submitted to FDA (mw5182363 and mw5182364). A 56-year-old female patient complains about burn marks, scarring and prolonged severe pain following treatment with quantum rf for skin tightening on both arms, performed 1 year ago. The scarring is "similar to 3rd degree burn", according to the patient. Additionally, the patient complains about lymphatic damage: "my lymph nodes no longer drain properly. I have to wear compression devices and have regular lymphatic drainage massages and ultrasonic massages to relieve the pain.".